Event description:
Caller reported damage to the usb port and pins of a device via email. There was no adverse impact to the customer's blood glucose level. No action was taken as the customer declined a callback from technical support.